Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock runs fast 10 minutes and has to reset it often. The customer's blood glucose level was unknown. The customer also reported that they received multiple unexplained no delivery alarms. The device will not be returned for analysis.